Event description:
It was reported that the customer received a button error alarm on the insulin pump. Her blood glucose level was 54 mg/dl and she drank soda to treat. The customer did not recall any significant events leading up to the alarm. The customer was advised to revert to a back-up treatment plan. The customer's blood glucose went up to 170 mg/dl. Nothing further was reported.

Manufacturer narrative:
No button error alarm was noted. The up arrow button did not respond due to a corroded keypad trace. Other functional testing could not be performed, due to the unresponsiveness of the buttons.the insulin pump was received with a minor scratched display window, a cracked reservoir tube lip and a cracked reservoir tube.